Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to involved was not returned for evaluation. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician used a cook disposable hemostasis clip after a rectal polyp had been removed. When the nurse deployed the clip, the handle was crunched down. The device clicked and the handle had pushed all the way down. The clip looked deployed so the physician pulled [the clip deployment device] out pretty quickly and realized it [the clip] was actually still hanging on [to the tissue when the clip deployment device was removed]. The clip had been closed onto the tissue site and a tiny amount of tissue was present inside the clip when they removed deployment device with the clip from the pt. They did not reopen the clip for removal from the tissue site because they thought the clip had deployed. When the clipping device was removed from the pt and endoscope, the staff noted that the clip remained attached to the deployment device and they were able to open and close the clip. Another clip of the same type was used to finish the procedure. The removal of tissue described as a tiny amount caused no adverse outcomes for the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.